Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that cuff was checked prior to surgery and found that it was leaking.

Manufacturer narrative:
Analysis found visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff and there were no issues during inflation. The cuff was deflated, and re-inflated multiple times and no leaks were observed. Pressure was applied to the cuff and onto the pilot balloon and no issues were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leaks) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, anesthetist discovered after unpacking the cuff could not be inflated and could not be used normally. Procedure was completed with backup product. There was no patient injury.